Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specifications in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log and caused by an intermittently seized motor. The failed motor assembly was replaced. System error 105 will occur when the pump experiences a motor failure.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.